Event description:
Event: unresolved type 1 endoleak. Event narrative: the pt was reported to have a tortuous, ectatic angulated superior neck as well as tortuous calcific iliacs. A type one endoleak was noted at the superior attachment site which was not resolved with repeated balloon inflations. The pt was sheduled to be seen in one month for re-evaluation. One week post implant: the pt presented to a local hosp with hypotension and low hematocrit. It was thought that the pt had a retroperitoneal bleed but a CT scan showed no blood in the peritoneum. The CT also showed a persistent but significantly decreased type one superior attachment leak. The pt will be monitored and is sheduled for a repeat CT in three months.